Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was ¿getting noticeably warm during normal operation.¿ it was stated the patient¿s ¿therapy settings were very low¿ and it did not occur during recharging. It was reported the patient felt heat ¿but not burning¿ at the device pocket. It was noted the patient was alive with no injury at the time of report. Additional information stated the patient was ¿going to monitor the temperature and see if he can figure out what circumstances make it heat up.¿ it was noted the patient was ¿getting effective therapy¿ as of three days after initial report.